Event description:
It was reported that the right ventricular lead had high impedance and high thresholds. The device reached recommended replacement time (rrt)/elective replacement indicator (eri) after 4 years. The lead and the device were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion and the device met expected longevity. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut and there was apparent explant damage.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis of the device revealed normal battery depletion and the device met expected longevity. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut and there was apparent explant damage. We did receive performance data collected from the device and have analyzed the data. No anomalies were found with regard to impedance.